Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle hub separated. The following information was provided by the initial reporter : the consumer reported that when the needle shield was removed prior to injection the needle hub separated and 1 syringe was affected. Date of event : (B)(6) 2021. Sample : available.

Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-10-26. Investigation summary customer returned a single 0.3 ml syringe in a polybag labeled for 0.3ml, 31 gauge, 8mm syringes. The syringe was returned intact. A pull test was performed on the syringe to measure the amount of force require to remove the needle shield. The needle shield required 2.98 lbs of force to be removed. Removing the needle shield found that the hub was still attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be confirmed for this sample. A review of the device history record was completed for batch #1025884. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was unable to replicate or confirm the customer¿s indicated failure of a needle hub separation. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle hub separated. The following information was provided by the initial reporter : the consumer reported that when the needle shield was removed prior to injection the needle hub separated and 1 syringe was affected. Date of event : (B)(6) 2021. Sample : available.